Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was vcp123h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on january 20, 2026. The component was identified as product code vcp123h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. No. - did any needle piece(s) fall into the patient? No. *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The sample was sent to j&j bogotá on october 3, 2025. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer to the attached mail). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture that when passing the stitch, the needle becomes headless. No adverse patient consequences were reported. Additional information was requested.